Event description:
Additional information provided 30apr2020. New information includes that the procedure was completed with a new ntse-015115 and it worked fine.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a laser lithotripsy of kidney stone calculus procedure a ncircle tipless stone extractor was used. It was discovered, the handle of the device was not functioning when the user was attempting to open and close the basket. The basket would not open or close. It is unknown how the procedure was completed. The patient did not require any additional procedures due to this occurrence. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation it was reported on (B)(6)2020 of an incident involving a ncircle tipless stone extractor. The handle of the device reportedly was not functioning when attempting to open and close the basket during a lasertripsy of kidney stone calculus procedure on (B)(6) 2020. The procedure was completed with another ntse-015115 device. The patient reportedly experienced no harm as a result of the issue. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, specifications, and quality control data. One ncircle tipless stone extractor was returned for investigation. Visual inspection of the returned device noted the device was returned with handle in the closed position and the basket formation in the open position. The mlla [male luer lock adapter] was loose, and the collet knob was tight and secure. Visual exam notesd1 cm of the basket coil and cannula assembly protruding from the basket sheath. Visual exam notes the cannulated handle has slipped out of the collet. Function test determines the handle does not actuate the basket formation. Function test determined the basket formation could be manually actuated. An attempt was made to reset and reassemble handle. Further visual exam noted once the handle was reset and reassembled, the handle actuated the basket formation to the open and closed positions properly. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was open and could not be closed. The proximal end of the basket assembly had separated from the collet that holds it in place inside the proximal end of the handle. The separation was preventing the motion of the handle from being transferred to basket assembly. The black collet knob that tightens the collet to the basket assembly was found to be tight and secure. A kink was observed in the basket sheath. The kink in the sheath indicates that the device may have been actuated with the sheath bent enough to prevent the basket assembly from moving freely within it. If force was applied to actuate the basket in this condition, it could have caused the basket assembly to pull free from the collet. The circumstances of the procedure were not known, therefore a conclusive cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.